Event description:
It was reported that this right ventricular (rv) lead was an attempted implant. During the procedure the physician tried to reposition this rv lead several times and encountered difficulties trying to extend the helix. A lead fracture was suspected. This rv lead was replaced with another lead with the same model and the procedure was completed. This rv lead was returned to boston scientific, further analysis has not been performed. Other than prolonged surgery no adverse patient effects were reported.

Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection found dried blood around the helix. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported helix extension/retraction problems.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant. During the procedure the physician tried to reposition this rv lead several times and encountered difficulties trying to extend the helix. A lead fracture was suspected. This rv lead was replaced with another lead with the same model and the procedure was completed. This rv lead was returned to boston scientific, further analysis has not been performed. Other than prolonged surgery no adverse patient effects were reported.